Event description:
It was reported by the customer that upon flushing the IV immediately after starting cannula it broke off inside patient. When starting the patients IV there was brisk blood return noted, catheter was advanced without difficulty. When flushing the patients IV it began to leak and noticed that the catheter was no longer intact with the hub. This resulted in the cannula being retained in the patient's right wrist area . The patient was treated at the emergency room for retrieval.